Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The o2 sensor was replaced, and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. Control and delivery of set gas concentrations are managed by the gas modules and software in the breathing subsystem on the control pc board and is independent of the measuring and alarm handling subsystem on the monitoring pc board. The function of the o2 sensor is limited to measuring and therefore the malfunctioning will not affect the delivered gas mixture. The root cause of the event was most likely an anomalous o2 sensor, which will be detected during pre-use check. This will not affect ventilation which will be as set and continues unaffected.